Manufacturer narrative:
The investigation into the purge leak - pump issue has been completed since the original report was submitted. The device was not returned for investigation. Clinical details noted that leak was coming from the yellow luer connection but unclear on what side was causing the leak and no damage was observed. The cause of the purge leak was sidearm yellow luer damage.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a low purge pressure and high purge flow alarm. A leakage was found on the yellow lure-lock. It is not entirely clear which side was the problem. The clinical staff disconnected the luer connections with the aid of a clamp. This damaged the luer connection. There was no reported patient harm.